Event description:
It was reported that two preface sheaths had an issue when the dialator was withdrawn. A small 3-4mm plastic thread was sticking out of the luer (anti flow valve) after the dialator was withdrawn. The thread appeared to be made out of a teflon or polyurethane derivative. The preface sheath issue was detected after the transseptal approach was completed. The procedure was completed without any patient consequence.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Upon receipt, the devices were visually inspected, no visual anomalies were observed. In addition a syringe's needle was received with the product and a blue foreign material was attached to the needle. Foreign material was submitted to ftir in order to identify it. The results of the ftir analysis indicated that spectrum obtained shows a representative spectrum of cellulosed based material similar to the material found on wipes. During a manufacturing process review, it was identified that this kind of material is not used during the manufacturing process. Cotton material is not allowed inside the manufacturing room. A review of the manufacturing documentation (DHR) associated with this lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. It remains unknown how the reported material was introduced in the luer hub, however, the investigation indicated that it is very unlikely that this material could come from the manufacturing process and released to the customer in this condition.